Manufacturer narrative:
No sample was returned for analysis. 2 year trend analysis for ioban/incise drapes reporting an alleged injury does not indicate an adverse trend. It is unknown if skin preparations were used prior to drape application, and if neither the drape was applied under tension nor if other products were used to aid with drape removal. The product instructions for use (IFU) states the drape should be applied the drape should be removed by gently peeling it back at a 180-degree angle from the skin. End of report.

Event description:
Customer alleged a 15cm skin tear with the use of a 3m¿ ioban¿ 2 antimicrobial incise drape after surgery. No medical intervention was reported. No further information.